Event description:
It was reported that the door on a device would not close. Upon eval of the device, it was determined the device displayed multiple door not fully latched messages. It was also reported that there were no pt injuries.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was evaluated by baxter. The eval found the device to be inoperable due to a loose upper screw. The loose upper link screw is a known contributor to the door not fully latched messages. The upper link screw swas replaced.